Manufacturer narrative:
This report is submitted on 16 mar 2021.

Event description:
Per the clinic, the patient experienced an infection and subsequently was treated with oral and topical antibiotics. However, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.